Event description:
It was reported that the patient's new backup battery (ebb) had an ebb fault alarm over the weekend. The patient was unable to come into the clinic until the following tuesday (B)(6) 2024. The ebb had been previously reseated and replaced which was captured under cs-196053. The alarm self-resolved overnight per device interrogation. The ebb was exchanged per protocol. Log files were submitted for review and captured ebb faults on (B)(6) 2024 which appeared to have resolved on their own. The log files also captured low power hazard events on (B)(6) 2024 which were caused by the power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit having a brief interruption of power was confirmed via log file analysis. A review of the submitted log files revealed that at 23:33:32, a power cable disconnect and low power hazard alarm activate due to relative state of charge (rsoc) invalid faults and due to the voltages on both leads dropping below the alarming threshold. The power disconnect alarms clear at 23:33:34 when the rsoc invalid faults clear and the low power hazard alarm clears at 23:33:35 when the bus voltage rises above the alarming threshold. This occurs while the patient is connected to the mobile power unit. The backup battery in use count increased from 17 to 18 during these alarms. The root cause for the reported event could not be conclusively determined through this analysis. Mobile power unit serial number was not provided. Heartmate 3 instructions for use (IFU) (revision a) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 IFU (revision a) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 IFU (revision a) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 IFU (revision a) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.